Event description:
It was reported that removal difficulty occurred requiring additional intervention. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. An attempt was made to load the sentinel cps onto a guidewire that was already placed in the patient anatomy. The 182 cm choice pt guidewire became kinked, and removal difficulty was encountered when the operators attempted to remove the guidewire through the sentinel cps. A non-boston scientific (bsc) angioplasty balloon catheter was advanced through the sentinel cps in an effort to aid retrieval of the kinked guidewire. The distal filter of the sentinel cps became partially deployed when the non-bsc angioplasty balloon catheter was inserted, and the distal filter slider became kinked. The sentinel cps was removed from the patient with the distal filter protruding slightly from the sheath, flushed with heparinized saline, and the distal filter slider was manually straightened. The sentinel cps was reintroduced into the patient anatomy and difficulty advancing through the brachial artery was encountered. The sentinel cps was positioned, and the proximal filter successfully deployed. An attempt was made to cannulate the left common carotid artery with the articulating sheath in the descending aorta. The sentinel cps was manually manipulated in an attempt to reposition the device and the proximal filter moved to the right subclavian artery. The proximal filter was recaptured, repositioned, and failed to deploy due to the inability to move the proximal filter slider. The sentinel cps was again removed from the patient, flushed with heparinized saline, the proximal filter slider became operable, and the proximal filter was able to be partially deployed. A second sentinel cps was used to proceed with the procedure. During removal of the second sentinel cps difficulties were experienced moving the proximal filter slider but ultimately the proximal filter was resheathed and the device safely removed from the patient. No patient complications were reported.